Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm. The customer's blood glucose level at the time of incident was 442mg/dl. The customer states they have been attempting to treat the high with the pump. The customer states this would be the third time the motor error has prompted, and they have not called about it before. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. The motor passed the motor test. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.